Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: neu_wrench_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the lead could not be inserted into the header block. The healthcare professional (hcp) inspected the proximal portion of the lead, and all the contacts appeared to be round as intended. The manufacturer representative could see the #3 electrode go through the silicone neck and into the setscrew block, but it would not go further. The hcp carefully inserted a thin wire into the header block and could not feel any restriction. They saw the wire go all the way through. They also backed out the setscrew a quarter turn; a half turn; a full turn; and a turn and a half, but the lead would still not progress through the header block. A different implantable neurostimulator was used, and there were no issues inserting the lead. They were able to tighten down the setscrew and run an impedance check. Everything was normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far.

Event description:
Additional information received reported that the brand new implantable neurostimulator (ins) would not allow the lead to be fully placed into the header block. They loosened and tightened the screws to no avail and a new ins went on seamlessly. The ins was never implanted. There was no patient death and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.